Manufacturer narrative:
Product complaint # (B)(4). Date submitted to the FDA 6/10/20. Investigation summary: one vstl35 with three spray tips were returned. Additionally the tyvek from the product packaging was returned. Product returned was no longer in the package. No hair was found with the product that was returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA 8/6/20. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant was used. Pre-operatively, when they opened the package a hair was present. Case completed with another device of the same product code. There were no patient consequences reported.